Event description:
While using nxstage pureflow we used to change the filter pack every 90 days, beginning in (B)(6) 2025, we now have to change the filter pack every week. Conversation with nxstage tech support has no results, their response is, "we will just send you extras". Water tests show no changes. We understand that different patients will have different filter use times based on water quality, but we have no water quality changes. Tech support reports that almost all patients are having these issues. They asked us to return one of the filter packs for evaluation, the process had us pack it in original packaging and place it on the porch and they would send ups to pick it up in 3-6 days, at 14 days we attempted to call and find out why, they found no record of our call. If this filter pack were to fail during a treatment, I could cause serious blood loss issues.

Event description:
Additional information received on 6/26/26 for report mw5185785. Description: since december 2025 there has been multiple issues with the functionality of the nxstage pureflow and filtration packs. The filtration pak is designed to "expire" at 90 days, and for the first 3 years they did last 90 days. Beginning in december 2025 the filtration packs began failing sooner, usually lasting 4 or 5 treatments. Currently the filtration paks are "exhausting" after 1 treatment and must be changed. The company is making it difficult to get these packs and refuse to even acknowledge there is a problem. In the last 7 months my wife has missed multiple dialysis treatments due to this issue. Reference: cpt2601435.